Event description:
There were several issue reported that affected system functionality, including a no boot, cine not available and a touchscreen error. These were attributed to the same root cause. This resulted in a loss of imaging functionality. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.